Event description:
It was reported that the patient had a foley catheter indwelled for a long term. A new catheter was placed for the patient on (B)(6) 2021. Stated that the catheter fell out of the patient on (B)(6) 2021 and there was no water in the catheter balloon. No injury to the urethral orifice was reported.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. Potential root cause for this failure mode could be user related (example: contact with sharp object)/mechanical failure/operator error/thin rubberize layer). The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the latex foley catheter product ifus were found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient had a foley catheter indwelled for a long term. A new catheter was placed for the patient on (B)(6) 2021. Stated that the catheter fell out of the patient on (B)(6) 2021 and there was no water in the catheter balloon. No injury to urethral orifice was reported.